Event description:
Boston scientific received information that this pacemaker appeared to be depleting faster than expected. The remaining longevity was over 5.0 years in (B)(6), but was 3.5 years in (B)(6). The remaining longevity decreased by over one year within five months. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.